Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found within the tubing. During a follow-up, the customer reported that a full supply change was performed resolving the occlusion. Customer's blood glucose level ranged between 251-253 mg/dl.